Event description:
Procedure performed was a robotic assisted ventral hernia repair with mesh. The da vinci robot was docked to the patient with three robotic instruments inserted. Md visualized a burn on the patient's peritoneum next to the port of the monopolar curved scissors. The monopolar curved scissors was immediately removed from the patient and was visually inspected. No abnormalities noted. Monopolar curved scissors 8mm - ver 19 / lot k13240327 0335 / ref 470179. Prior insertion of the instrument: all safety checks were completed, scissor tip cover was correctly applied, no abnormalities noted, instrument was inspected prior insertion, instrument was inserted without resistance. Suspected cause of injury: a microcrack in the instrument shaft that can't be seen via visual/manual inspection. Instrument will be sent to da vinci for further investigation. Per email from intuitive surgical (maker of da vinci) to or staff member, "there have been an elevated number of defective instruments nationally."